Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in (B)(6) of patient made mistake/ touch contamination, peritonitis with culture positive for staphylococcus epidermidis, stroke, mild speech problems, and confusion in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made mistake and touch contamination occurred. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis and other unspecified reasons. Treatment was not reported. The patient was recovering from peritonitis and the outcome for patient made a mistake/ touch contamination was not reported. Dianeal therapy was ongoing. The peritonitis with culture positive for staphylococcus epidermidis was not related to dianeal therapy and an opinion of causality was not provided for the event of patient made mistake/ touch contamination. Follow up information was received from the nurse: on (B)(6) 2011, the patient experienced a stroke. On an unreported date, the patient had mild speech problems as a result of the stroke. On an unreported date in (B)(6) 2011, the patient recovered from mild speech problems. On an unknown date in (B)(6) 2011, the patient's caregiver was using unspecified ip heparin to flush the pd catheter. On an unreported date in (B)(6) 2011, the patient again experienced a stroke. On an unreported date in (B)(6) 2011, patient experienced confusion during hospitalization. Re-education on proper asceptic technique was ongoing. Outcome for peritonitis, stroke, and confusion was recovering. Dianeal therapy was ongoing. The nurse stated that the cause of peritonitis was possibly a break in asceptic technique which occurred during connect or disconnect while the patient's caregiver was flushing the pd catheter. The mild speech problems occurred as a result of the stroke. The events were not related to dianeal therapy. An opinion of causality for event of patient made mistake/ touch contamination was not provided.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.